Event description:
It was reported the pt was no longer receiving stimulation. It was also reported the charger and programmer could no longer communicate with the ipg. Another charger and programmer were used but were unsuccessful also. As a result, the pt's ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.